Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the current pump vibration did not feel as strong as when the customer initially received the pump. There was no reported impact to the customer's blood glucose level. Reportedly, the customer continued using the pump for insulin therapy.